Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger ((B)(4)) found the connector bent.

Event description:
Information was received from a manufacturer's representative regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient had no stimulation sensation because she wasn't able to charge her device. The implantable neurostimulator recharger (insr) was not charging and the connector pin was loose. The anomaly appeared to have occurred through product use. No indication of patient harm. The patient met with the manufacturer's representative (rep) who checked the charger and it would not come on at all. If the button was pressed really hard, it would show the manufacturer's screen and beep at her briefly. The patient last used stimulation two weeks ago and was at 50% at that time and she went to turn it on the day of the report and it wouldn't turn on. The patient went to recharge and that was when she noticed the recharger issue. It was noted the patient started to experience pain from her regular normal back and feet pain conditions that the patient used the stimulator for the day of the report. It was reported that the battery was discharged. The patient received a new recharger and charged without incident. Stimulation was back on and working properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.